Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 07.702.040s. Lot: 9m53323. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: june 10, 2020. Expiration date: november 1, 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, patient underwent orthopedic procedure. During a right femur trochanteric fixation nail-advanced (tfna) insertion the surgeon requested traumacem. During the preparation of the traumacem, the tech had difficulty mixing the cement, he was unable to compress the t handle to "fully compressed stop" position. The cement was difficult to load into the small syringe and the doctor was unable to inject the cement into the tfna lag screw. Surgeon abandoned the cement implantation. There was a (5) minutes of surgical delay noted. The procedure was successfully completed. There was no patient consequences. This report is for (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 2 for complaint (B)(4).